Manufacturer narrative:
(B)(4). Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the fibular artery below the knee. A 200cm, 8cm poly tip v-18¿ control wire¿ was advanced to cross the lesion. However, after withdrawing the wire, it was noted that the tip broke. The device was completely removed as a whole and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s condition was not affected by this procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device has a kink on its distal section and also presents a breakage on this same section, approximately at 190 cm from its proximal end. Only the main body of the device was returned (the broken section was not returned). The outer diameter (od) of the middle of the device and proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the guide wire tip separated while crossing the heavily calcified lesion.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the wire was inside the vessel when the tip broke and was retrieved inside the guide catheter during removal. The broken tip was completely removed from the patient. No snaring device necessary for retrieval.